Event description:
Reportedly, the subject sorin ICD and the right ventricular (rv) lead were explanted on (B)(6) 2014. The rv lead had very high thresholds (up to 4 volts). This resulted in the ICD reaching the recommended replacement time (rrt). The lead was capped and therefore won't be returned. Both devices were replaced. The subject ICD will be returned for analysis.

Event description:
Reportedly, the subject sorin ICD and the right ventricular (rv) lead were explanted on (B)(6) 2014. The rv lead had very high thresholds (up to 4 volts). This resulted in the ICD reaching the recommended replacement time (rrt). The lead was capped and therefore won't be returned. Both devices were replaced. The subject ICD will be returned for analysis.

Event description:
Reportedly, the subject sorin ICD and the right ventricular (rv) lead were explanted on (B)(6) 2014. The rv lead had very high thresholds (up to 4 volts). This resulted in the ICD reaching the recommended replacement time (rrt). The lead was capped and therefore won't be returned. Both devices were replaced. The subject ICD will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned ICD revealed the absence of normal tightening mark on the right ventricular is-1 setscrew, and abnormal marks on the first thread of this setscrew, suggesting a connection issue (possibly incomplete lead insertion before screwing).